Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient implanted for non-malignant pain. The hcp reported that the patient claims that a fire drill alarm interfered with their stimulator, and that the patient lost all use of their lower extremity. The hcp stated that the patient also claimed an iphone interfered with the stimulator as well. The hcp did not have any further information regarding the event, as the patient was agitated and talking in ¿warp speed.¿ no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.